Manufacturer narrative:
Device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on (B)(6) 2024 , it was reported that the patient complained about that two-infusion sets was peeling off. The infusion set is long for 6 hours & then 12 hours. No further information available.